Event description:
It was reported that during interrogation of the pulse generator, telemetry was extremely slow. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that interrogation using the radio- frequency (rf) wand took approximately 35 to 38 seconds due to a cracked solder joint on the rf module. The rf module was replaced and interrogation with the rf wand was normal.